Event description:
It was reported that the patient experienced a shocking and jolting sensation and a burning sensation following an implantable neurostimulator replacement. Impedances were found to be within normal ranges. The patient experienced stimulation changes with movement. Additional information has been requested, but was not available as of the date of this report.